Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The blood glucose reading was 524 mg/dl, and the customer stated that he had eaten very little that day. He did not feel any symptoms of high blood glucose. He noted that the high blood glucose events had reading of over 300 mg/dl, and the most recent blood glucose reading was 347 mg/dl. Upon troubleshooting, it was found that the time and date setting was incorrect, which he resolved. He checked and found that the basal rates had been programmed inaccurately. He had the insulin pump set the basal rates at 0.00 units for pattern a, and he was assisted with changing it to standard instead. He turned off the basal patterns so that he would not have the same issue again. He declined further troubleshooting and was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).